Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at a time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue or hard object such as metal clip or other hard objects. Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity." If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a therapeutic oophorectomy by videolaparoscopic procedure, the tip of the scissors showed that the teflon was damaged on the grasping section of the device. No device fragment fell inside the patient. The intended procedure was completed with the bipolar forceps. There was no patient injury reported.